Event description:
It was reported that the patient 's scs lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of impedance abnormal was confirmed. As received, one of the two terminal end stim segments did exhibit internal broken wires when verified with x-ray. Broken wires could result in impedance issues as reported. The cause of the event remains unknown.